Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system extension sets with a control-a-flo regulator are backing up while in use on patients. This was further described as; when the IV (intravenous) is placed on the same side as the blood pressure (bp) cuff, the line backs up when the bp cuff is inflated and pushes the medication back into the bag. The backup also occurs when pushing a medication in the IV. The sets were connected to the primary line¿s y-site. There was no report of patient injury or medical intervention associated with this event. No additional information is available.